Event description:
The device was being used to treat a pt. Reportedly, the device would not pace the pt. A leads message was displayed accompanied by an audible alarm. The pt's outcome and details were not reported.